Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple non-sustained right ventricular oversensing episodes were observed. The patient will be evaluated at the next visit. No further information is available.